Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device evaluation.

Event description:
It was reported that the blade broke at the teeth during a total hip arthroplasty procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: investigation results indicate that the blade came into contact with metal, such as cut guides/ surgical instruments while the blade was being operated is the most likely cause of the breakage. The quality investigation is complete.

Event description:
It was reported that the blade broke at the teeth during a total hip arthroplasty procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.